Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What specific bowel procedure was performed? What was the surgery date? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Were there any signs of tissue ischemia? How was the leak addressed? What is the current status of the patient? Was the device saved? If so, is it available for return? Is a representative sample available? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response: only additional info: leak was detected post op. Multiple tlc75 firings. No issues during procedure. Patient released from hospital. No device to evaluate.

Event description:
It was reported by the sales rep that post op to a bowel procedure the patient presented with an anastomatic leak. No other information is available at this time.